Manufacturer narrative:
(B)(4). This report, 3004753838-2023-152986 is not a serious injury and is being downgraded to a malfunction. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, the patient was hospitalized for the reported skin reaction that resulted in an infection which was reported under 3004753838-2023-152986. This report, 3004753838-2023-152986 is not a serious injury and is being downgraded to a malfunction. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a detached sensor wire which occurred 2 days after the sensor had been inserted in the arm. The patient experienced detached wire and an infection on the insertion site. The patient was taken to the hospital and there they prescribed antibiotics. There was no information if the wire was stuck or removed from the patient´s skin and how. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.